Event description:
The reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -11.00 diopter was implanted into the patients right eye (od) on (B)(6) 2021. Elevated iop was observed. Post-op observation at 1day iop 19; 1week iop 27; 1 month iop 46 and the doctor gave a steroid eye drop; 3 month iop 33. Cause is reported as unknown.

Manufacturer narrative:
Weight-race: unk. PMA/510(k): this product is not marketed in the us. (B)(6). Claim #: (B)(4).

Manufacturer narrative:
Corrected data: b5: corrected to " the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -11.00 diopter was implanted into the patient's right eye (od) on (b)(3) 2021. Patient experienced elevated iop and medication was prescribed. On (b)(3) 2022 the lens was exchanged for a shorter length lens and problem was resolved. Cause of the event is reported unknown. H6: health impact: clinical code: (B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional information: b1-adverse event b2-required intervention to prevent permanent impairment/damage (devices) b5-the reporter indicated that a 13.2mm vicm5 13.2 implantable collamer lens of -11.00 diopter was implanted into the patients right eye (od) on (B)(6) 2021. Elevated iop was observed. On (B)(6) 2022 the lens was exchanged for a shorter length lens of -10.50 diopter and the problem was resolved. Cause reported as unknown. D6b- (B)(6) 2022. Claim# (B)(4).